Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016 for high blood glucose. The customer's blood glucose was 498 mg/dl at the time of hospitalization. Customer attributed their high blood glucose was to being disconnected from the insulin pump for 29 hours. The customer declined to return the insulin pump for analysis.